Event description:
Patient underwent original psf t4-l3 on 5/24/21. The broken pedicle screw was definitely discovered in clinic on x-rays on 6/27/23, although there was question if it was broken at 5/25/22 follow-up. Patient has friedrich's ataxia and broken pedicle screw has caused no pain/complications so revision/removal has not been performed at this time. Broken screw occurred at bottom of the construct (l3).